Event description:
It was reported that the pump exhibited a key stuck alarm. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed scratched lcd lens, worn dso seal, and a dented battery compartment door. The tamper seal was removed. A functional test was performed and the reported issue was duplicated. The reported issue was intermittent, and the most probable cause was the pwa board. As a result, the pwa board was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3: unknown.